Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 3002806535 - 2018 - 00402, 3002806535 - 2018 - 00403 . Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been disposed of as per the hospital's contaminated waste policy. When the investigation has completed a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee procedure on an unknown date. Subsequently, the patient was revised due to loosening medial collateral ligament. The intraoperative assessment revealed a very lax medial collateral ligament. The oxford was removed and replaced with vanguard cemented ps prosthesis and 18mm ps plus bearing.